Event description:
It was reported that a patient with pain indication had seizures. The cause of the seizures was not determined. The patient was given ativan to resolve the seizure. The patient has since been programmed and ran their motor cortex stimulator with no other issues or events. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.